Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was duplicated and attributed to a faulty fuse on the monitor board. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.